Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving dilaudid (10 mg/ml at 0.5 mg/day) via an implanted pump. It was reported the patient was losing efficacy about 2-3 weeks ago, experienced withdrawal, and had a return of pain. The catheter was unable to be aspirated and they were unable to remove the old catheter event though the anchor was released. The tip was at t12-l1. The catheter was tied off, and a new catheter was placed at t10/11, aspirated well, and connected to the pump. There was no environmental/external/patient factors that may have led or contributed to the issue noted. It was noted the issue was resolved.